Manufacturer narrative:
Analysis of the catheter found that the catheter body was torn, broken, or melted at or after the explant. This did not affect infusion.

Event description:
It was reported that per a neurosurgery evaluation on (B)(6) 2014, recent decreases in the intrathecal baclofen (itb) pump dose had led to progressive improvements in alertness and ability to participate in school as well as fewer seizures. The parents wished for the baclofen pump to be explanted. The spasticity was being managed with oral baclofen. The pump was infusing gablofen. Additional information received reported the catheter and pump were explanted. The patient was receiving sub-optimally controlled spasticity despite serial itb increases. The event was said to be prolonged sub-optimally controlled spasticity with a suspected catheter malfunction. The event was attributed to an unknown catheter issue. Aspiration from the catheter access port (cap) showed clear fluid with champagne-type bubbles and a dye study from (B)(6) 2012 showed no discontinuity. Serial increases showed no improvement in spasticity. A magnetic resonance image (MRI) of the brain on (B)(6) 2014 showed microcephaly but no other abnormalities. The patient had recovered without permanent impairment. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be submitted when analysis is complete.